Event description:
It was reported via repair work order that the cot retaining post is loose which could affect securing the cot to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.